Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a moderately tortuous and moderately calcified mid to distal left anterior descending artery. The nc quantum apex mr 15mm x 2.50mm was used for predilation. The balloon was inflated to nominal pressure and ruptured on the second inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a moderately tortuous and moderately calcified mid to distal left anterior descending artery. The nc quantum apex mr 15mm x 2.50mm was used for predilation. The balloon was inflated to nominal pressure and ruptured on the second inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).